Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and shocks for supraventricular tachycardia (svt). No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed that initial detection was met in the ventricular tachycardia (vt) 1 zone which was set to monitor only. The rhythm was then redetected in the vt zone. Detection enhancements would not be applied since the episode was in redetection. Technical services discussed detection enhancements and monitor only zone programming. The available information suggests this device remains in service. Should additional information become available this report will be updated.